Manufacturer narrative:
Corrected field: d1(brand name),d4(version or model,catalog,UDI, expiration date).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the customer noted that the "patient wasn't augmenting." It was stated that no alarms were going off, but the patient wasn't doing well on therapy. They brought in a different cardiosave pump and put the patient on it, but still had the same problems getting good augmentation. The physician decided to take the iab out and the patient's hemodynamics improved. They sent both cardiosave pumps and the one iab catheter to their biomed to check them. Their biomed found nothing wrong with the two pumps or the iab catheter, relayed the information back to the clinicians, put the cardiosave pumps back in service and then discarded the iab catheter in the trash. It was noted that the iab was in use for less than one hour. The clinicians thought it would be best to have us inspect the iab catheter and the customer stated that biomed found the iab catheter in the trash can and retrieved it. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h6( type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded. No blood was observed on the iab or inside of the inner lumen. Two kinks were observed on the catheter tubing approximately 76.2cm and 75.6cm from the iab tip. The extender tubing was also returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. We are unable to confirm the reported failure by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: bsn, rn, or manager. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer noted that the "patient wasn't augmenting." It was stated that no alarms were going off, but the patient wasn't doing well on therapy. They brought in a different cardiosave pump and put the patient on it, but still had the same problems getting good augmentation. The physician decided to take the iab out and the patient's hemodynamics improved. They sent both cardiosave pumps and the one iab catheter to their biomed to check them. Their biomed found nothing wrong with the two pumps or the iab catheter, relayed the information back to the clinicians, put the cardiosave pumps back in service and then discarded the iab catheter in the trash. The clinicians thought it would be best to have us inspect the iab catheter and the customer stated that biomed found the iab catheter in the trash can and retrieved it. There was no patient harm or adverse event reported.